Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post ventricular assist device (vad) implant the patient was diagnosed with a pump thrombus. The pump had a drop in output, high power alarms, and the patient experienced hemolysis and respiratory distress. The patient received two rounds of thrombolytic therapy, but power consumption began to increase again so the vad was exchanged. Examination of the pump showed distinct thrombotic deposits on the rotor on two opposing bearing surfaces, resulting in a partial compensation for the imbalance. There was also coagulum on the back and between the rotor and center post hindering free radial movement. Massive stress marks on the base of the rotor and base of the housing indicate pronounced contact between the rotor and housing. The rotor surface was irreversibly damaged due to the thrombotic deposits. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed an increase in the power consumption beginning on (B)(6) 2018. No alarm file was submitted for analysis. Of note, it was reported that the patient was initially treated with thrombolytic therapy and later a pump exchange was performed. It was further mentioned that the examination of the pump showed distinct thrombotic deposits on the rotor on two opposing bearing surfaces and stress marks on the base of rotor and on the base of housing. These factors can be correlated to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported high power event can be attributed to the external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.